Manufacturer narrative:
Eval summary: qa revealed that the stent delivery system (sds) was not returned. The stent implant was returned along with a snare device. The protective sheath was not returned. The proximal end of the stent was mangled. The entire length of the stent was crushed. The outer diameter of the stent could not be measured due to the amount of damage. Product performance engineering reviewed the incident info and analysis of the returned stent. The inability to cross a lesion can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, gc support, gw support, pt anatomical morphology, and pt disease state. Based on the info rec'd with the complaint, the inability to cross appears to be related to the heavily calcified lesion. The heavily calcified lesion may have also contributed to the stent dislodgement. Other potential causes of dislodgement, as observed in past incident, may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the info suggests any of these causes is the most likely cause. However, based on the analysis of the returned stent, the most probable root cause of the reported dislodgement experienced during the procedure appears to be related to the operational context of the device. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security when exposed to tortuosity. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury. Reporting rationale: removal/snaring of dislodged stent from pt. Device issue: stent dislodgement. It was reported that an attempt was made to treat a heavily calcified lesion. The lesion was pre-dilated; however, the mini vision would not cross. As the stent delivery system (sds) was being removed, the stent dislodged from the balloon in the coronary. A snare device was used to remove the dislodged stent from the pt. No add'l event or pt info is available.